Manufacturer narrative:
The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating. It was also reported that the pdm is not holding charge.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. Correction to d(4): sequence number changed from unavailable to 010300-15037.